Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC reading occlusion on pump, dressing taken down clot seen before the catheter hub, attempted catheter exchange unsuccessfully. Piv was inserted.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the catheter as a faulty sample. A needle-free device was connected to the catheter's luer-lock hub. The catheter tube was shortened at the 5 cm marking, with dried residues visible inside the extension line. Additionally, the catheter tube was severed/snapped distal to the junction between the catheter tube and the extension line. The first attempt to flush the catheter with water was unsuccessful due to dried solution residues. After the catheter was massaged in warm water, the dried solution dissolved, and the catheter could be flushed successfully. Therefore, the occlusion described by the customer was caused by dried solution residues inside the catheter. In this regard, the instructions for use (IFU) state: "if the catheter is not to be used immediately, or its use is temporarily discontinued, it should be heparin locked to prevent clotting or blockage." Furthermore, the customer stated that alcohol-based disinfection was used, but the IFU states: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." A review of the component batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter undergoes flow and leak testing during production. In addition, tensile force and the dimensions of the catheter and set components are checked on a random sampling basis. Incoming goods inspections are performed, and two 100% visual inspections are conducted after packaging. A two-year review of vygon USA's complaint data shows one additional complaint reported regarding occlusion for product code 1261.203a, lot 23j012d. However, none of the complaints were determined to be related to a manufacturing fault. Corrective action: as the returned catheter functioned as intended, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to occlusion would be detected by the user when initially flushing the catheter. As a result, no further corrective action has been initiated by vygon germany gmbh quality management at this time.

Event description:
PICC reading occlusion on pump, dressing taken down clot seen before the catheter hub, attempted catheter exchange unsuccessfully. Piv was inserted.